Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were found trooped on the side of the road and called emergency medical services. Fluid was given. The customer did not want to taken to the hospital. The customer had low blood glucose. It was unknown that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.